Event description:
It was reported that the iab was in use for 8 days when the patient arrested and required CPR. At that time, blood was noted in the helium tubing. The iab was removed without any patient complications.